Manufacturer narrative:
This complaint is being reported as an adverse event and malfunction based on the fact that the surgeon claimed that the vessel sealer extend (vse) instrument did not adequately seal a vessel which resulted with an additional unexpected blood loss of 100 cc. Although the surgeon was able to quickly control the bleeding by sealing the vessel in question with a backup bipolar instrument, intervention was required to address the vascular bleeding. The user alleged that the bleeding occurred after audible beeps from the generator provided a signal that indicated that the sealing was complete. Intuitive surgical, inc. (Isi) received the vse (pn: 480422-01 // ln: l90200914 0310) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not confirmed nor replicated. The instrument was placed and driven on an in-house system and it passed the self-tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The ceramic dot verification, cut test, and energy delivery tests all passed. Log found no errors related to the instrument. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted for a procedure on (B)(6) 2021 on system (B)(4). There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Vessel sealer extend (vse) pn: 480422-01 // ln: l90200914 0310 // sn: (B)(4) is a single use item and was recorded as being used in this procedure. Another single use, backup, vse instrument was also used. While all other reusable instruments used in the case have not been used in subsequent procedures at this time, a site history search shows no complaints filed against the instruments. An isi advanced failure analyst (afa) engineer reviewed the vessel sealer logs and the findings were as follows: the vessel sealer extend ln: l90200914 0310 instrument in question was initialized at 15:16 gmt. Three energy activations were completed with the instrument shortly after. It¿s unclear from the log events if all three energy activations were seals or bipolar activations. The first energy activation was 3.6 seconds, second was 3.5 seconds, and the third was 0.8 seconds. The first two activations were automatically stopped by the generator, but the third activation was not. Additionally, 0.8 seconds is likely not long enough for a full seal cycle to be completed. It¿s unclear if all three energy activations were in the same location/on the same vessel. There was one cut event that took place after the third energy activation, followed by a jaw angle open event. The jaw angle open event indicates that the jaws were too far open to allow cutting. After the jaw angle open event, there was a 3 minute gap where the customer switched from the first vse to the backup vse (sequence number 0066). The rest of the procedure was completed with the backup instrument. There is nothing in the logs that would indicate an instrument issue. Additionally, the instrument & accessory user manual states: ¿warning: do not cut sealed tissue unless the desired tissue effect is observed, and the audio tones from the generator indicate that the sealing cycle completes.¿ // ¿caution: as a general precaution, alternative methods to establish adequate hemostasis in case of insufficient sealing should be held readily available in the or.¿ // ¿ caution: always have a backup instrument available to complete the surgical procedure in case of instrument failure.¿

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, there was excessive bleeding as the surgeon sealed and cut the ileocolic vessel, which was under 7mm in diameter, with a vessel sealer extend (vse) instrument. The surgeon sealed with the vse instrument to ¿burn the proximal, then distal end of the ileocolic vessel¿. It was reported that there was, ¿a little smoke on the side but when the surgeon opened the jaws of the instrument, there was not the charring like usually seen.¿ the surgeon cut, ¿and the vessel avulsed significantly and bleeding ensued¿. The surgeon, ¿cranked up the erbe generator from coag 3 to coag 5 and a fenestrated bipolar forceps (fbf) instrument was used to quickly seal the vessel. There was only 100 cc of additional unexpected bleeding per the anesthesiology staff and no blood transfusion was required. A backup vse instrument was inserted and the procedure completed robotically with no patient injury. The patient was reported as in good condition and there have been no reported post-operative complications.